Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2016-02881. It was reported the patient experienced ineffective stimulation and also experienced a fall. The patient underwent exploratory surgical intervention on (B)(6) 2016. Preoperative system diagnostics determined high impedances on one of the lead. Fluoro- imaging revealed a kink in the lead. Intraoperatively, the physician observed the alleged lead was pulled out of the ipg header and had a kink at the proximal end of the lead. Intraoperative system diagnostics revealed high impedances too. Consequently, the physician explanted and replaced the lead and the ipg which resolved the issue. Reportedly, effective stimulation was restored postoperatively. The patient received two leads with a same lot number.